Event description:
It was reported that the pt was having difficulties recharging. The pt had changed for 3 days and was still not increasing past 1/4 charged. It was noted that the pt fell "all of the time" and had stimulation in the wrong location.

Manufacturer narrative:
(B)(4).